Event description:
Healthcare professional reported, right side capsular contracture, baker grade ii/symmetry. Healthcare professional confirmed, right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, fold creases, one linear opening, white particles calcification like in device outer surface, white particles in device inner surface. A microscopic analysis and leak test were performed which identified, one opening crease smooth, wear abrasion. And void >1 mm in non-textured valve-to shell-bond area. Fill inspection was performed, and identified no blockage in the valve. Based on the device analysis, the final assessment is: one opening crease smooth in the side anterior assessed, as fold flaw opening.

Event description:
Healthcare professional reported, right side "rupture" of a saline device. The device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown. Device has been explanted.